Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
This AED does not switch on when green power button is pressed. There are no flashing lights and no voice prompts. The battery AED pack does not expire until 4/2022. There was no patient involved in this event.